Manufacturer narrative:
Updated fields: d4, d10, g2, g4, g7, h2, h3, h4, h6, h10. The bactiseal peritoneal catheter was received for evaluation. Device history record (DHR)- review of the history device records for the valve, product code 82-3074 with lot 3914332, conformed to the specifications when released to stock on the (B)(6) 2019. Unique device identification (UDI)#: (B)(4). Failure analysis - the catheter was visually inspected, no defects noted. The catheter was irrigated, no occlusions noted. The catheter passed the test for leak. The possible root cause could be due to biological debris, but no problem was noted during the investigation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the bactiseal catheter was found to be not working/blocked after implantation. The valve was primed, then attached to distal catheter, and the reservoir was pumped a bunch of times, then tunneled. The distal catheter flow was not confirmed before implantation. The catheter was removed and replaced with another.